Event description:
Reporter alleges the pt denies history of trauma or decrease in size but positive for closed capsulotomies. Reporter also alleges the pt has been complaining for 6 months of pain (bruising) left greater than right, arthralgias, (with morning stiffness), myalgias, dysesthesias, paresthesias, spasms, numbness of tongue/face, chronic fatigue, swollen glands, low grade fevers, hot flashes, headaches, temporo-mandibular joint problems, visual disturbances, dizzy spells, memory problems, dry nose, oral sores, rashes of left breast, rashes on sun exposure, sensitivity to chemicals, shortness of breath, chest pain (negative cardiac workout), choking sensation, weight gain, gastrointestinal/genitourinary problems and rupture.